Event description:
On december 6, 2007: emea regional office informed by a customer, who indicated that an air injection event had occurred earlier in the year, but was not reported. Customer commented, "a mallinckrodt prefilled syringe used for the previous patient, was not totally empty and the technologist forgot to change it. The injection was started. The air injection was rapidly detected by the user, but too late. The patient did not have clinical consequences." No further information has been provided.

Manufacturer narrative:
Service engineer arrived to perform preventive maintenance test on the injector system. System is operating as per manufacturing specification. Service engineer did impress upon the customer that, based upon customer records, the technologist had over ridden two security levels on the injector system.